Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that four years three months and fifteen days post port placement, the catheter was allegedly damaged near approximately 17 cm from the tip of the catheter. Reportedly, the port was removed. There was no reported patient injury.

Event description:
It was reported that four years three months and fifteen days post port placement procedure, the catheter was allegedly damaged near approximately 17 cm from the tip of the catheter. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the identified catheter fracture, wear and deformation issues, as a compound break was noted approximately 6.7cm from the distal end of the cath-lock. The edges of the compound break on the attached catheter were noted to be uneven and surface was noted to be round and smooth. However the investigation is unconfirmed for the reported material integrity problem as the more specific damage such as fracture was identified during investigation. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.